Event description:
It was reported that the pulse generator would not interrogate. The patient had been lost to follow-up and there was no patient history. Magnet application revealed ventricular pacing around 68 paces per minute (ppm) and no atrial pacing. The hardware elective replacement indicator (eri) byte indicated that the device had not reached eri. A download was not attempted as the dependency of the patient was unknown. The device was replaced.

Manufacturer narrative:
Na